Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On the 19th february 2024 it was reported by our sales team that an ar-8400td, (torpedo, 4.0 mm x 13 cm) - batch# 15173629 was: 4mm torpedo shaver broken during knee scope procedure. Inner piece of device had to be retrieved. Nil negative patient outcomes as a result. Broken part of device was retrieved and removed from joint with a tissue grasper. There was a case and patient involvement.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided photo, which shows the tip of the outer tube had chipped. The most likely cause of this failure is attributed to user error, per dfu-0215-eo rev 1 - precautions - 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.